Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : bd received samples from the customer facility for investigation. The samples were tested & evaluated and the customer's indicated failure mode for the shield failure with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion based on evaluation of the customer samples, the customer¿s indicated failure mode for the shield failure with the incident lot was not observed as all samples met the required specifications. Root cause description based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, that there had been 5 different incidents when the phlebotomist were activating the pink shield with their thumbs after the procedure, the pink shields were not covering the needle like it should, the shields were partially dislodging and the shields would either go to the right or left of the needle." There was no report of serious injury or medical intervention.